Manufacturer narrative:
A thorough technical investigation was performed which included evaluation of workflow details and analysis of system logs. The evaluation resulted in the design engineering team unable to reproduce the issue, therefore, the root cause of the reported incident could not be determined. However, the system was upgraded to the latest software release and the reported problem has not recurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : data provided by the customer has been collected and analyzed.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. Data provided by the customer is being analyzed.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the feedback details, an image from a different study appeared in the thumbnails of the current patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.